Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was isolated to the user interface pcb assembly. Further root cause could not be determined.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no report of patient use associated with the reported event.